Manufacturer narrative:
A review of data on the system indicated nothing out of the ordinary.

Event description:
The doctor reported that a patient he treated in (B)(6) 2021 developed ongoing keloid scars w/granule type cysts beneath that ooze and need to be drained, very much like a presentation of hs. The doctor has been injecting with steroids but patient has not seen much improvement.